Event description:
The pt had a quadricep tendon rupture sutured in 2006. Two months later, the pt returned with a recurrent tendon rupture, the physician noted that the pt had been non-compliant with brace use. Repair was reinforced with an external fixator. The following year, the pt stated he stood up and heard a "pop" and the pin site started bleeding. The pt was taken to the or and underwent removal and replacement of a tibial pin due to loosening.